Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.